Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that encountered the issue replaced the fiber optics connector ad the doppler tether clamp to fix the issue. The fse the completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge fields service engineer (fse), it was found that the fiber optic connector port was broken, the doppler tether clamp to be stripped and due to that the cord would not retract. There was no patient involvement, and no adverse event reported.